Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that noise was observed on the right ventricular (rv) lead. The noise was not oversensed. The root cause for the noise remains unknown. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.